Event description:
It was reported that emergency medical services were called due to the customer experiencing an elevated blood glucose level of 624 mg/dl. Subsequently, the customer was taken to the emergency room and admitted to the hospital. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2023 with the reported issue resolved and no permanent damage. The cause for the reported issue was due to the pump battery being unable to charge and resulting in the pump shutting down. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.